Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and correction injection via manual insulin therapy. There was no need for third-party assistance. The customer changed infusion set and cartridge to address the occlusions. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.